Event description:
The hearing aid (h/a) dispenser reported that the sentry 1 wax guard became detached from the device and fell into the user's ear canal. The user refused a referral to see a physician. No injury to the ear canal was observed by the dispenser.